Manufacturer narrative:
(B)(4). The devices were not returned therefore device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. The surgeon stated to the zimmer rep that they may have over-torqued the screw. The surgical technique states to torque to 95 in/lbs and cautions to not over-torque. A complaint history search found no other complaints for the related part/lot numbers provided. Compatibility not checked for the concern is not a compatibility issue. Based on the information provided, it is likely that surgeon error contributed to the event.

Event description:
It is reported that during surgery, the locking screw broke off while being implanted.